Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During inspection, the single bipolar foot pedal was found to be stuck in the on position. The fse adjusted the springs on the pedal assembly. The integrated electrosurgical generator unit (iesu) was power cycled multiple times and the pedal was activated multiple times without any issue. Based on the field evaluation, this reported event was confirmed. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the site had just started the case but they could not get energy. The customer stated they were getting a m-12 error. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended for the customer to check that the bovie pencil button or the foot pedals in the drawer weren't being pressed. The customer stated they weren't using a bovie pencil and the customer checked the foot pedals in the vision side cart (vsc) drawer. The customer rebooted the integrated electrosurgical generator unit (iesu) and the message cleared. The customer was continuing with the case. The customer called back after the initial issue was resolved to report that when the surgeon went to use the pedals, the fault came back. The procedure was converted to laparoscopic surgery with no reported injury.